Manufacturer narrative:
(B)(4). Batch # asku. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure the linear stapler wouldn't deploy staples when fired. It was not reported how the procedure was completed but there was no consequence to the patient.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information received: a user facility medwatch was received on this issue. The event reported on the form is slightly different than what was reported when this issue was initially called in. The original phone call reported that¿ the device wouldn't deploy staples when fired.¿ the user facility medwatch states, ¿stapler failed and locked up during ratcheting.¿ please clarify this information. Did the device lock out and would not fire? (Would not fire) report stated ratcheting mechanism locked up and device would not fire. Or, was the handle of the device squeezed, firing the device, however no staples were deployed? (Would not staple) this was not reported.